Event description:
On (B)(6)2011, baxa was informed of an incident in which an operator using the exactamix 2400 compounder inadvertently swapped the kcl and nacl inlets. This caused the production of tpn bags with incorrect ingredient mixture. Seventeen tpn bags were produced with this mixture and partially delivered to patients. No adverse events have been reported concerning this incident.

Manufacturer narrative:
Method: black box files were examined in order to discover root cause. Results: user failed to follow set-up instructions. Inlet lines attached to incorrect ports during installation. Conclusion: no evaluation will be performed.